Event description:
It was reported that the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. Patient was stable.

Manufacturer narrative:
The complaint of early battery depletion was confirmed. The device was received in normal working conditions. Analysis of device image noted high current during implant period, consistent with increased duty cycle of the internal circuitry caused by the firmware.